Event description:
It was reported that during labelling update and review by translation agency, the following error was found in the label of some ceh products. 2 skus are impacted with the following errors: 94325gm acuvue revitalens mpds sc 300ml+lc ¿ carton am61493gm10e affected in french (fr) 94323gm acuvue revitalens mpds sc 60ml+lc sample ¿ carton am61491gm10e affected in fr in french there is an incorrect translation as per the original source text. Instead of "do not rinse or store your lenses/lens case with tap water", it says ¿do not rinse the lenses or their case with tap water¿, hence the word ¿store¿ is missing. Through follow-up we learned that the insert am70574fm11j contains the error as well. Products are not available as the issue was identified during labelling review and no individual products are involved. No further information was provided. This report is filed for the acuvue revitalens mpds sc 60ml+lc sample product and a separate report will be filled for the other sku.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: if implanted, give date: not applicable as this is not an implantable device. Explant date: if explanted, give date: not applicable as this is not an implantable device. Initial reporter name and address: telephone number: (B)(6). Issue identified during labelling review, no individual product was involved. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In further review of the file, it was discovered that in the initial medical device report (MDR) comments entered in section h10 which we provided to address section h3¿other should have stated the following: the issue was identified during labelling review; no individual product was involved. There was no lot number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.